Event description:
Same case as 6000093-2005-00848. It was reported that 8 days after a coronary drug eluting stenting treatment procedure, the pt died. The physician implanted a taxus express2 3.50x16 mm and 2.50x24 mm drug eluting stent in 2004. Eight days following the intervention, the pt died. Follow up with the site indicates the pt death is due to neurological complications and there is no association between the death and the usage of the stents.